Event description:
A 3-level cervical spine locking plate was placed with cortex screws in the bottom and top holes. Based on fluoroscopic imaging, the surgeon decided to replace the screw in the top right hole with a longer screw. Surgeon experienced difficulty removing the screw and noted the bushing in the plate appeared to be partially covering the screw opening; preventing the screwdriver from engaging the screw. A conical extraction driver was used to remove the screw by wiggling the screw a few times. Surgeon tried to place a rescue (cancellous) screw, but noted there was not enough purchase. Surgeon did not implant any screw in the top right hole. Four screws intended to be placed in the plate. Only three screws were actually implanted. The plate remains implanted in the patient and the cancellous screw and cortex screw were discarded by the hospital.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.